Manufacturer narrative:
Device is a combination product. Date of event: the event date was not reported and is estimated as (B)(6) 2019 based on aware date of (B)(6) 2019.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, the device came off the delivery system and had to be snared. No patient complications were reported.